Manufacturer narrative:
G4: 08jan2020. B4: 08jan2020. The manufacturer¿s field service engineer (fse) confirmed the reported device working on battery only not on alternating current (ac)power, and unit has a bad power management printed circuit board issue (pcb). The fse replaced the power management board (pcb) and that did not correct the issue. Replaced the power supply and that corrected the problem. The unit was repaired, and put back in service to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened and an investigation will be performed. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09jan2020. B4: 10jan2020. H11: b6: the customer reported battery only issue not alternating current (ac) power. The device failed to operate using a battery only because the (power management ) pm board malfunctioned. The manufacturer¿s field service engineer (fse) confirmed the issue. The fse replaced the power management board (pcb) and that did not correct the problem. Then, replaced the power supply, and that corrected the problem. The unit was repaired, and put back in service to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22nov2019.

Event description:
The customer reported device working on batter only not (ac) alternating current power, and unit has a bad power management (pcb) printed circuit board. There was no patient involvement.